Manufacturer narrative:
The pump passed the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, cracked battery tube threads and cracked case behind the pump near the battery tube compartment. Unit received with missing segment during testing due to cracked glass. Cosmetic damage was confirmed for cracked battery compartment. Unit passed required testing. Missing segments/partial display confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported scratches on the pump display, blue lines and red lines on lcd display. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and confirmed customer received the reported issue physical damage (scratch) on the pump. No harm requiring medical intervention was reported. It was unknown whether continued using the device or not. Mmt-1880 was requested and customer response was the device will be returned.